Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2015 when an error 4 message was displayed on the subject device when the patient attempted to measure her blood glucose. The patient manages her diabetes with insulin (no adjustments) and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that she experienced problems with her eyesight approximately 1 day after the reported issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the patient's testing procedure was correct and the test strips were not expired. The csr noted that it was not the first use of the product and walked the patient through a re-test and was able to resolve the issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.